Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert due to high impedance less than 24 hours post generator change. A lead impedance warning was displayed and an elevated sensing integrity counter (sic) count was reported. The lead remains in use and the physician will continue to monitor only at this time as impedance measurements have dropped to less than 1000 ohms. No patient complications have been reported as a result of this event.